Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and arrhythmia are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that there was stenosis in the distal lad (left anterior descending), but there was no stenosis in the study stent in the proximal lad. No treatment was given for the non-target lesion stenosis, but the chest tightness resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest tightness. Coronary angiography on (B)(6) 2014 showed stenosis in the proximal left anterior descending (lad) coronary artery that was treated with one 3.5x18mm xience xpedition stent. The patient was discharged on (B)(6) 2014. Information received from the one-year follow up indicated that the patient was admitted to the hospital with chest tightness and palpitations on (B)(6) 2015. Coronary angiography on (B)(6) 2015 showed that there was no obvious thrombosis and restenosis in the proximal stent of the lad and the myocardial bridge was seen at the distal end. The systolic stenosis was about 70%. The patient was discharged on (B)(6) 2015. No additional information was provided.